Manufacturer narrative:
E1: patient city: (B)(6), patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced an infusion set detachment event on (B)(6) 2025. The site of detachment was tubing. No further information available.